Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -5.50/+1.5/093 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/26.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2016 for a longer lens and this resolved the problem. No similar complaints were reported for units within the same lot. Claim # (B)(4).